Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high readings on his one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting in contact with the patient. The following is based on the initial call placed by the patient. The patient mentioned that he tested in the morning before breakfast and obtained a 6.9 mmol/l ( 124 mg/dl) and then tested right before lunch and obtained a 15.6 mmol/l ( 280 mg/dl). At the time of testing for lunch he had felt shaky; however, he felt the reason why he felt shaky was due to the water tablets he had been given to remove excess fluids in his body. He doesn't take any diabetes medication. The patient does not have the subject test strips to verify whether the test strips he had been using were expired. The product was replaced. No further clinical information was provided. It would have been helpful to know what is considered a normal reading for the patient and how long the symptoms lasted. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, the patient had developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.